Event description:
Laparoscopic appendectomy - "trocar, c0r50, was inserted into abdomen but would not hold air at balloon site. Another trocar was opened, c0r47 and it also would not hold air. Third trocar opened did work and procedure completed."

Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.